Event description:
It was reported that during the preventive maintenance of the cardiosave intra-aortic balloon pump (iabp) the battery in slot 1 was malfunctioning. When batteries were put in slot 1, in standby position without ac supply/rescue, a very loud alarm sounded. The unit wouldn't turn on normally until the batteries were removed from slot 1. If there were no batteries in slot 1 and the ac cable was then plugged in and machine turned on after, the machine would work as normal. The unit would continue to work normally once batteries were inserted into slot 1 afterwards. However, when the machine was turned off while batteries were still in slot 1 connected, a loud alarm would sound. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10/114) during a pm by a getinge authorized distributor's field service engineer (fse) the reported issue was discovered. The batteries were reportedly not the problem as fse swapped them out with the batteries in slot 2. Fse replaced defective power management board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named in block e1 is a getinge authorized distributor whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: h6(component codes). The power management board, rohs was received in getinge's national repair center(nrc) for evaluation. Inspection of the pcb, power management,rohs was completed per procedure and to the ipc-a-610 standard with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of battery slot 1 not working and an alarm sounding. The nrc tested both battery slot 1 and 2 with no problem found. The board passed testing. The nrc will send the board to the supplier per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery slot 1 malfunctions. If batteries are put in slot 1 in standby position without ac supply/rescue, a very loud alarm sounds. The unit won't turn on normally until the batteries are removed from slot 1. If there are no batteries in slot 1 and ac cable is then plugged in and machine is turned on after, the machine works normal. It still works normal once batteries are put in slot one after this. However, if the machine is turned off while batteries are still in slot 1 a loud alarm sounds. The batteries are reportedly not the problem as they were swapped out with the batteries in slot 2. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.